Event description:
Dr. (B)(6) saw this (B)(6) year old hero graft patient because the dialysis clinic thought his graft was clotted. Upon x-ray, he found that the outflow component was actually broken at the area where it made contact with the clavical. The patient lifts heavy weights on a daily basis and dr. (B)(6) believes the repeated stress between the clavical and the outflow component caused the breakage. He removed the device and implanted another graft and outflow component.

Manufacturer narrative:
According to the report, the surgeon saw a (B)(6) hero graft patient because the dialysis clinic thought his graft was clotted. Upon x-ray he found that the outflow component was actually broken at the area where it made contact with the clavicle. The patient lifts heavy weights on a daily basis and the surgeon believes the repeated stress between the clavicle and the outflow component caused the breakage. He removed the device and implanted another graft and outflow component. He still has that portion of the outflow component and graft to return to us, so he will need an explant kit. He could not find the lot numbers for either the graft and outflow component. Additional information was received from the surgeon on (B)(6) 2014 in the form of a clinical summary which included an x-ray picture. The hero was implanted on (B)(6) 2011. On (B)(6) 2012 the patient had a revision due to intermittent high venous pressure. Calcification was seen in graft near arteriovenous fistula (avf) connection, section of graft resected. On (B)(6) 2012 the patient had a thrombectomy and revision due to kinking of the outflow component to graft connection with adduction of shoulder. Between (B)(6) 2013 the patient had a total of 6 thrombectomies/revisions. On (B)(6) 2013 was when the fractured outflow component was noted and the outflow was replaced. On (B)(6) 2014 there was bleeding from a pseudoaneurysm of the arterial graft component (agc), new segment of acuseal inserted. On (B)(6) 2014 the patient underwent thrombectomies. Also on (B)(6) 2014 the patient underwent a revision due to calcification causing 90% narrowing of the graft/hero connector lumen. A sample review was held on (B)(6) 2014. The hero venous outflow component (voc) was returned in a cryolife provided specimen cup (10% buffered formalin) which is contained within the sample return kit. The hero voc was visually inspected in a biological safety cabinet. Damage could be seen on the voc approximately at the location of the clavicle and first rib, the voc appeared to have been damaged. The damage was through the braiding and holes could be seen in the silicone material. The damage visible appeared to have been caused by repeated crushing and stress between the clavicle and first rib. The marker band was also been damaged. No damage was noted on the silicone around the marker band and the marker band appeared fully intact. Damage noted during the review is consistent with damage caused by the voc be repeatedly crushed between the first rib and clavicle. The clinical summary provided by the surgeon indicates that the hero graft was implanted on (B)(6) 2011 to salvage a transposed vein arterio-venous fistula (avf). On (B)(6) 2012, the arterial graft component (agc) was revised to treat high venous pressures which were attributed to calcification in the agc near the avf connection. On (B)(6) 2012, the venous outflow component (voc) was revised to treat occlusion due to kinking of the voc which was attributed to repetitive arm movements. Subsequent to this revision the patient experienced multiple episodes of occlusion and underwent successful thrombectomies to restore patency. On (B)(6) 2013 the voc was replaced due to a fracture that was approximated to be at the location of the clavicle and first rib region as seen in the radiograph. The use of the hero graft to salvage an existing avf has been previously reported. Thrombosis is the most common cause of vascular access dysfunction and a potential complication listed in the hero graft instructions for use (IFU). Gibson, et. Al., report that a history of hemodialysis access thrombosis was associated with an 81% increase in risk of primary access failure and 2.56 times the risk of secondary failure. As such, it is not unexpected that this patient experienced multiple thrombotic episodes. Vascular calcification is a common complication in patients with chronic kidney disease and therefore the probable cause of the reported calcification and not related to the hero graft. Device kinking and/or fracture would impact the blood flow hemodynamics through the device; as such it is plausible that this event may have contributed to the thrombotic episodes. Given the anatomic placement of the device in the shoulder area, it is possible that repetitive arm movements and/or implant technique could contribute to the reported kinking and/or subsequent fracture of the voc. Per the operative summary supplied, an acuseal graft was used on (B)(6)2014 to replace the avg portion that had a documented pseudoaneurysm. No additional information is available as to the potential cause of the pseudoaneurysm, although this too is a known complication, and is typically associated with a cannulation site. The described treatment for the pseudoaneurysm is a modification to the device, so cryolife cannot support this modification as it is not an approved indication/modification to the device. The IFU provides adequate instructions to implant the graft in the approved configuration but no allowance is made for off label use. Clinical outcomes with a modified device have not been evaluated by cryolife, so it is difficult to discuss the basis of any relationship of subsequent clinical events listed in the provided summary to the hero graft. The IFU lists vascular graft revision/replacement, partial stenosis or full occlusion, kinking, device migration, pseudoaneurysm, and device compression as potential complications with the use of the hero graft. The IFU also provides the following information: "when using the subclavian vein for venous access, a more lateral approach might mitigate the risk of clavicle crush or occlusion of the venous outflow component. Consideration should be made to follow these patients with clavicle imaging to monitor the potential of interaction of the clavicle and first rib with the venous outflow component." The root cause for the reported damage to the voc is most likely due to compression and movement related to the patient's activity. The hero graft was implanted via a right subclavian approach also increasing the risk of clavicle crush; precautions regarding this approach are included in the IFU. The root cause of the calcification is likely due the patient's hyperparathyroidism due to renal failure. The multiple thrombosis events are related to poor flow through the graft which is most likely due to kinking of the device or inadequate inflow. The IFU states that thrombosis is the most common cause of vascular access dysfunction. The pseudoaneurysm of the agc was likely related to repeated needle access. This is a known potential complication addressed in the IFU. There is no indication that an error or deficiency occurred at cryolife; therefore, a CAPA is not warranted at this time. This event represents known potential complications of the hero graft which are outlined in the device's IFU. These known potential complications are common among all arteriovenous grafts, and do not suggest that there is a deficiency in the hero or the hero IFU. There is no indication that an error or deficiency occurred at cryolife and the IFU adequately communicates risk.

Event description:
Dr. (B)(6) saw this (B)(6) hero graft patient because the dialysis clinic thought his graft was clotted. Upon x-ray he found that the outflow component was actually broken at the area where it made contact with the clavical. The patient lifts heavy weights on a daily basis and dr. (B)(6) believes the repeated stess between the clavical and the outflow component caused the breakage. He removed the device and implanted another graft and outflow component. As it is unknown which component attributed to the adverse event both hero 1001 and hero 1002 was investigated. This medwatch is filed for hero 1001.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.